Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Visual inspection of the device confirmed the impactor cap was missing from the device. Conclusion: no manufacturing cause was determine, the complaint is considered indeterminate from a manufacturing perspective. It was noted that the device was manufactured in 2002.

Event description:
It was reported that the teflon tip of the impactor is missing. It is unk when or how the tip came off.